Event description:
The sales representative reported that in 2008, during surgery, the prongs on this driver were bent to the point that the screws could not be loaded. There was no surgical delay, and another driver was used to complete the surgery as indicated. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending upon completed investigation of the product.